Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 425cc saline breast prosthesis, cat. #3501670, lot #234168. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 425cc saline breast prostheses and the left implant deflated after implantation. Deflation was confirmed by CT scan. Patient reported that CT scan results are not available at this time and that she is getting an MRI soon. In addition, patient reported that she cannot sleep on her left side because of pain she is experiencing on that side. Patient is planning to undergo a revision surgery sometime in (B)(6), but does not have a date scheduled yet.

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).